Manufacturer narrative:
Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. During troubleshooting with tandem technical support, it was reported that the cartridge was leaking from the cartridge pigtail. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 126-163 mg/dl.